Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and show no abnormalities related to the reported failure. Failure analysis: unit received with the lock having both rotational and lateral movement and a residue buildup is present. The index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. General maintenance, cleaning and replacement of worn components performed. Root cause analysis: the reported complaint was confirmed from the evaluation. Evaluation showed that lock having both rotational and lateral movement and a residue buildup was present. The unit needed repair, replacement of worn and damaged parts along with general maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00621: a facility reported that there was significant movement when mayfield modified skull clamp (a1059) was locked in place. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.